Event description:
An optician reported that a male pt had been referred to a hosp for treatment of an acanthamoeba infection in his right eye associated with wear of o2optix contact lenses and use of sauflon contact lens solution. Permanent scarring was indicated, but no information on visual acuity was provided. The hosp has reported the infection to be pseudomonas, not acanthamoeba. Several requests have been made for additional information, however, no further information was supplied.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as an infectious corneal ulcer." As there was no product returned or lot number provided, no detailed investigation can be performed.